Manufacturer narrative:
This follow-up report is being submitted to relay additional information. Product has been received by zimmer biomet and the investigation is in process. Once the investigation has been completed, a follow-up MDR will be submitted. If any further information which would change or alter any conclusions or information, a supplemental report will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
No further event information available at the time of this report.

Manufacturer narrative:
This follow-up report is being submitted to relay additional information. The following sections were updated/corrected: b4; b5; g3; g6; h1; h2; h3; h6. H6: component code - proposed component code: mechanical (g04) ¿ drill. A visual inspection was conducted on the returned drill. The drill shows signs of attempted use including marking/ scratching on the drill surface. A visual inspection of the drill tip shows that the end portion of the tip has fractured. Medical records were not provided. Review of the certs identified no deviations or anomalies during manufacturing. A supplier DHR review was not conducted as material cert confirms that the material and hardness of the drill meet specification requested as certs show. A definitive root cause cannot be determined. If any further information which would change or alter any conclusions or information, a supplemental report will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
No further event information available at the time of this report.

Manufacturer narrative:
(B)(4). Report source: foreign - event occurred in japan. Customer has indicated that the product is in process of being returned to zimmer biomet for investigation. Once the investigation has been completed, a follow-up MDR will be submitted. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
It was reported that during a procedure, the tip of the drill broke. Subsequently, another drill was used to complete the surgery. There have been no reported patient consequences as a result of the event. Attempts have been made and no further information has been provided.